Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software issue. The field service engineer checked the machine and updated the software. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had failed upgrade in software. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.